Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while removing the stylet, the right atrial (ra) lead came loose from the atrial wall. The lead was explanted and replaced. No patient complications have been reported as a result of this event.